Event description:
Complainant alleged that during a routine shift check by a clinician, the device inapproriately went into pacer mode when defibrillation mode was selected. The complainant indicated that there was no patient involvement in the reported failure.